Event description:
According to the initial report received, a publication reported "recurrent fibrovascular granulation on photofix bovine pericardium causing systemic and pulmonary venous obstruction after repair of scimitar syndrome. Np taylor, z long, a arunamata, m ma - cardiology in the young, 2021 https://www.cambridge.org/core/journals/cardiology-in-the-young/article/abs/recurrent-fibrovascular-granulation-on-photofix-bovine-pericardium-causing-systemic-and-pulmonary-venous-obstruction-after-repair-of-scimitar-syndrome/a7fe7a2a17f9a8f203232bdba1605a47".